Event description:
The initial reporter stated that the pump had not delivered a feeding that had been set up to deliver overnight. They stated that the pump showed that it was infusing, but the "bag will stay full". They stated that this occurred overnight, resulting in an approximately eight hour delay of therapy. Mmd did follow up with the initial reporter, who stated that the patient was "not well". They did not provide any more specific information. No other information was provided. [Complaint: (B)(4)].

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.